Event description:
It was reported that the safeclip is not working with a bd needle clipping device safe clip. The following information was provided by the initial reporter: material no. 328235 batch no. 1334211 it was reported that safe clip is not clipping anymore. Verbatim: consumer reported her safe clip is not clipping any more needles. She has been using it for 6 months twice a week. She can hear while shaking there's still more room left. Sample available. Lot# 1334211. Incident date-unknown.

Manufacturer narrative:
Investigation: customer returned (1) bd blue/black safe-clip (used) from lot # 1334211, and (6) used pen needles without tear drop labels attached. Consumer reported her safe clip is not clipping any more needles. The returned safe clip was examined microscopically and exhibited dry blood near the cutting hole; the cutting hole was also observed to be blocked by cannula cut from previous usage. Cannula were not able to be cut using the returned safe-clip. The most likely scenario is that the safe clip is full, it has been used over time and there is no more room to store any additional cannula. This usually results after normal use of the product and is therefore not confirmed as a defect. At this point the user should dispose the safe clip correctly as he or she would for any full sharps collector/container. Bd was not able to duplicate or confirm the customer¿s indicated failure as the device performed as intended and is now most likely full. The most likely scenario is that the safe clip is full, it has been used over time and there is no more room to store any additional cannula. This usually results after normal use of the product and is therefore not confirmed as a defect. At this point the user should dispose the safe clip correctly as he or she would for any full sharps collector/container.

Manufacturer narrative:
(B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safeclip is not working with a bd needle clipping device safe clip. The following information was provided by the initial reporter: material no. 328235, batch no. 1334211. It was reported that safe clip is not clipping anymore. Verbatim: consumer reported her safe clip is not clipping any more needles. She has been using it for 6 months twice a week. She can hear while shaking there's still more room left. Sample available. Lot# 1334211. Incident date-unknown.